Manufacturer narrative:
Should any additional information be received by the customer then an additional report will be submitted. (B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation.

Event description:
The customer reported while in patient use on this avea ventilator, the fio2 was increased above 21% fio2 but the reading stayed at 21%. The 100% fio2 button was activated but the reading remained at 21%. The ventilator was removed from the patient and the patient was placed on another ventilator. The customer reported no harm or injury to the patient.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect gas delivery engine for investigation. The internal blender was tested for blending accuracy, component specification and the internal oxygen sensor for the fio2 reading accuracy both passed. At this time, the reported event was not duplicated and no component root cause could be identified. This issue will be internally investigated within carefusion.